Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bowel resection. According to the reporter: the stapler was fired on the small bowel and upon examination of the staple line, it opened right up. Used another stapler and worked without further consequence. No information related to pt available. No pt injury or ill-effects. No medical intervention required. Tissue loos of 5mm. No tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. Pt current status reported as recovered. The device is not being returned for evaluation, it was discarded by the customer.